Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level on the continuous glucose monitor (specific bg value was not provided). Cause was not known. Customer changed out the infusion set supplies and cartridge to address bg issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.